Manufacturer narrative:
The device was received by depuy synthes power tools. During svc it was noted that the device was heating up. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reporter from USA requested routine maintenance for the device. During servicing heating up of the device was observed. The device was not used in surgery. No injuries were reported. If any additional info should become available, this notification will be updated accordingly.